Manufacturer narrative:
Information initially reported the following: (B)(6) 2016, day 30 from the kci aware date... Correction: (B)(6) 2016, day 30 from the kci aware date...

Manufacturer narrative:
Based on the information provided on oct 24 2016 that alleged there was ¿frank blood" (a potential active bleeding event) in the patient¿s canister, as of (B)(6) 2016, day 30 from the kci aware date, kci had insufficient information to determine the seriousness of the bleeding event, whether there was a need for surgical intervention (e.g. Cauterization or ligation) to resolve the event, or if the event was related to v.a.c.® therapy. Based on kci follow up performed on sep 20 2017, the nurse reported the patient had a minor bleeding event, there were no adverse symptoms reported, and no surgical intervention was required to resolve the event. A review of medical records by the nurse indicated the bleeding was stopped with wound packing and applying manual pressure. Based on this information, kci considers this a minor bleeding event. Therefore, this event was determined to be not reportable based on the information received on sep 20 2017. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. ¿ protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On oct 24 2016, the following information was reported to kci by the home health nurse: the patient was allegedly having "frank" blood in the canister. The nurse also stated, the v.a.c. Whitefoam¿ dressing was used to dress the wound because the patient had three tunnels and when the patient was lying down there was no bleeding, but once the patient stood up there was blood coming from the wound. On sep 20 2017, the following information was reported to kci by the home health nurse: there was not an adverse bleeding event for this patient. The minor bleeding reported was resolved after packing the wound and applying manual pressure. The event occurred on the (B)(6) 2016 and the tunneling was pre-existing per the clinical notes. The clinical notes reported no adverse symptoms occurred due to the event and surgical intervention was not required. V.a.c.® therapy continued until the patient's discharge on (B)(6) 2016. On aug 3 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On aug 4 2016, the device was placed with the patient. On jan 4 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.